Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and another manufacture's right atrial (ra) lead was seen in the hospital after experiencing palpitations. A subsequent finding of ra pacing impedances of greater than 2000 ohms was noted. The patient was referred to their cardiologist. There were no adverse patient effects reported. The device remains in service.